Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence resulting in the customer experiencing an elevated blood glucose level displayed as "high"; although specific value was not provided. Reportedly, the customer administered a correction injection to address bg. Customer reverted to manual injections for insulin therapy.